Event description:
It was reported by repair work order that the customer alleged that the retractable head section on one of their powercots is locked in the in position and the cot was unable to be secured in the ambulance. Upon inspection of the unit by the service technician, it was identified that the head section won't extend or retract.

Manufacturer narrative:
Result: release handle.